Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that when the patient had the temporary trial it got infected in the middle of (B)(6). The patient¿s healthcare provider said that the patient could not have another trial so they then implanted permanent implant at the beginning of (B)(6). Further follow-up will be conducted for more details on infection. If additional information is received, a follow-up report will be sent.